Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the electrode array was inserted into the vestibule and lateral semi-circular canal. The surgeon explanted the device and reimplanted a new one in 2006.